Manufacturer narrative:
Result: cracked siderail panels. Missing warning label. Faulty scale display.

Event description:
It was reported by service report that the siderail outer and inner panels had structural cracks with no sharp edges exposed, but possible fluid ingress; a warning label was missing, the scale screen had burn out pixels, and it was barely readable. No pt involvement or adverse consequences were reported.